Event description:
Boston scientific received information that during a routine follow up approximately one month post implant, low p-wave measurements were observed on this right atrial (ra) lead along with loss of capture. A lead dislodgement was suspected. An invasive procedure was performed and this lead was successfully explanted. Another manufacturer's ra lead was successfully placed without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 59 millimeters from the terminal pin. Visual observation noted the presence of set screw marks on the lead terminal pins, stylet returned in both segments of the lead, dried blood/body fluid was noted in the lumen and conductor coils were noted to be deformed. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the damage of the lead.